Event description:
No additional information.

Manufacturer narrative:
On december 11, 2018, it was reported that the device does not cut properly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the vdoc service portal. The last repair was october 30, 2017 where it was reported that the meshplate was difficult to put in and the cutter, side plate, roller, handle, ratchet handle gear screw, sliding pin, spring and ratchet gear were replaced. This is not a related issue. Product review of the meshgraft ii by flextronics on january 14, 2019 revealed that the device was outside calibration specifications. Repair of the meshgraft ii was performed by flextronics on january 14, 2019 which included recalibrating the device. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the device was outside calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device was outside calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Product is in process of being returned for evaluation and investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the meshgraft does not cut properly, and was noticed during inspection. No adverse events have been reported as a result of this malfunction.